Event description:
A customer contacted beckman coulter inc. (Bci) and reported that no-foam tubing and y-connector is leaking fluid onto drip hydro drip tray on unicel dxc 600 pro synchron clinical systems. No patients were affected. No injury was reported on this issue.

Manufacturer narrative:
A field service engineer (fse) was dispatched and used a wire tie clamp to tighten the tubing. The fse cleaned the hydro drawer.